Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: upon removal of the 3.5 hex checkpoint, the tip broke off inside the pelvis. Tip was not retrieved from patient. It was verified via x-ray that it was too deep in bone to retrieve. Therefore, the tip is not available to return. Product evaluation and results: product inspection could not be performed as the product was not returned for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w60750-1 shows 1 additional complaints related to the failure in this investigation. Pr ID :(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event h3 other text : product was not available for evaluation.

Event description:
Upon removal of the 3.5 hex checkpoint, the tip broke off inside the pelvis. Case type: (B)(4). Tip was not retrieved from patient. It was verified via x-ray that it was too deep in bone to retrieve. Therefore, the tip is not available to return.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon removal of the 3.5 hex checkpoint, the tip broke off inside the pelvis. Case type: tha. Tip was not retrieved from patient. It was verified via x-ray that it was too deep in bone to retrieve. Therefore, the tip is not available to return.